Manufacturer narrative:
A titan pump, cylinders 1 and 2, and reservoir were received for analysis. Partial separations within abrasion were noted on the shorter exhaust and inlet tube of the pump. These were note sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. The information received indicated the pump was difficult to inflate and loses rigidity, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to the pump being too difficult to inflate and the patient complained of the implant loses rigidity.